Event description:
The facility's biomed engineer reported an infusion pump with an 812:02 failure code. The biomed reported to the baxter service facility that this pump was not involved in a pt incident this time or since last serviced by baxter. Although attempts were made to obtain add'l info from the reporting facility, details were not availabe regarding pt status, age of pt, medication involved or the set up of the infusion device.